Event description:
It was reported that the all alarm-not damaged by the customer. There was no reported patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found upstream occlusion sensor (uso) seal buckling. Confirmed customer complaint of ¿it was reported that the all alarm-not damaged through visual inspection. Unit would alarm error message stating low coin cell charge. Charged unit for 10 days, no further charging issues. Upon further investigation the uso seal was lifting. Replaced uso seal. Calibrated the sensor., updated the software to the latest version and reset the unit to the standard configuration. Preformed performance verification tests (pvt) unit passed all test criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.